Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after completing the endoscopic vessel harvesting procedure using the vasoview hemopro 2, they noticed that the c-ring was cracked after the procedure was completed. No pieces inside the patient. No delay in procedure. No injury or harm to the patient.

Manufacturer narrative:
Tw#(B)(4). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 02/27/2025. An investigation was conducted on 03/17/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The ceramic c-ring was observed to be split down the center of the c-ring. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break- ceramic c-ring" was confirmed.' The lot #3000444484 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.